Event description:
Female cst developed swollen/sore/itchy hands for several days. She sought medical care, was given prescriptive cream, and medication for itching. She has not scrubbed since the outbreak, her hands are healing.

Manufacturer narrative:
No sample or lot number was provided by the customer, therefore, the device history record could not be reviewed. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of the skin irritation could not be determined. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing a reaction to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.